Manufacturer narrative:
(B)(4).

Event description:
Customer complaint received reports "clinicians attempted to obtain IV access on a critically ill trauma patient using 4 to 5 introducer percutaneous sheath 8.5fx10cm custom-uah kits without success, due to the pliability of the 8.5 fr. X 4" (10 cm) arrow-flex radiopaque polyurethane with integral hemostasis valve/side port and tissue dilator.". It was reported the user attempted to place 4-5 sheaths without success and "each sheath collapsed or kinked and was not effective". It was reported the patient died due to hypovolemic cardiac shock and inability to replace significant fluid loss. The customer alleges the device contributed to the patient's death because a central line could not be established for transfusion. It was reported the patient had suffered a severe trauma and had severe bleeding. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer indicates the trauma to the patient was a "severe laceration to the neck". The sheath was attempted to be placed in the subclavian and femoral arteries. The patient was a male with no known underlying conditions. The customer also reports "no damage to the sheath was observed by the surgeon when it was first pulled out of the packaging. It was however kinking right at the articulated section of the sheath near the hub." Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section e.1.-initial reporter name corrected to (B)(6). Section e.1.-initial reporter email corrected to (B)(6).

Event description:
Customer complaint received reports "clinicians attempted to obtain IV access on a critically ill trauma patient using 4 to 5 introducer percutaneous sheath 8.5fx10cm custom-uah kits without success, due to the pliability of the 8.5 fr. X 4" (10 cm) arrow-flex radiopaque polyurethane with integral hemostasis valve/side port and tissue dilator.". It was reported the user attempted to place 4-5 sheaths without success and "each sheath collapsed or kinked and was not effective". It was reported the patient died due to hypovolemic cardiac shock and inability to replace significant fluid loss. The customer alleges the device contributed to the patient's death because a central line could not be established for transfusion. It was reported the patient had suffered a severe trauma and had severe bleeding.

Event description:
Customer complaint received reports "clinicians attempted to obtain IV access on a critically ill trauma patient using 4 to 5 introducer percutaneous sheath 8.5fx10cm custom-uah kits without success, due to the pliability of the 8.5 fr. X 4" (10 cm) arrow-flex radiopaque polyurethane with integral hemostasis valve/side port and tissue dilator.". It was reported the user attempted to place 4-5 sheaths without success and "each sheath collapsed or kinked and was not effective". It was reported the patient died on (B)(6) 2022 due to hypovolemic cardiac shock and inability to replace significant fluid loss. The customer alleges the device contributed to the patient's death because a central line could not be established for transfusion. It was reported the patient had suffered a severe trauma and had severe bleeding. Additional information received from the customer indicates the trauma to the patient was a "severe laceration to the neck". The sheath was attempted to be placed in the subclavian and femoral arteries. The patient was a male with no known underlying conditions. The customer also reports "no damage to the sheath was observed by the surgeon when it was first pulled out of the packaging. It was however kinking right at the articulated section of the sheath near the hub."

Manufacturer narrative:
Qn#(B)(4). It was initially reported that "4 to 5" kits were used and found to be "too pliable". Additional information was requested regarding the complaint description. The clinician clarified on 30-aug-2022 that four sheaths were bent during use. They were all used on the same patient. The clinician also mentioned a fifth sheath that was bent; however, she could not confirm if it was used on a patient. Five complaints were opened to capture all events. Associated mdrs: 9680794-2022-00432, 9680794-2022-00433, 9680794-2022-00601, 9680794-2022-00602, 9680794-2022-00603.